Event description:
A malfunction was reported on the pump by the caller, and no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support resolved the issue by sending a replacement pump with updated software. The caller was instructed on the steps to store and return the problematic pump and acknowledged understanding these instructions. They planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.